Event description:
It was reported that the lead was replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed event date and patient death. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the lead was replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.